Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the buttons become unresponsive during a bolus. The customer removed and then replaced the battery and received a button error alarm. The blood glucose reading was 476 mg/dl. The customer did report that she had a back up plan but was unsure of how much of the bolus was delivered. She stated that the adhesive of the infusion set let go due to sweat and that it was 115 degrees outside. The drive support cap appeared normal. The insulin pump then alarmed for a reset error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform any tests due to buttons unresponsive. The insulin pump had broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and minor scratches on the display window noted.